Event description:
A nurse reported that a pt was overfilled with solution during a ccpd treatment. The machine alarmed about 45 mins after the treatment was started. The nurse was able to clear the alarm. Two hours later, the machine gave another alarm. The pt was c/o abdominal cramps and distention. The nurse noticed that the solution bags were almost empty. She bypassed to drain and was able to drain 1,500 ml. But the pt was still distended. She increased the drain time to 1.5 hrs. And bypassed to another drain. When she returned, the drain volume shown was 10,050 ml. The pt felt relieved at this time. There was no serious injury or illness.